Event description:
A customer contacted baxter's technical service center to report having a system error 2267 (air or fluid in the line) and 2367 alarm with the homechoice (hc) machine during fill 3 of 4. The home patient (hp) was connected. The hp would contact the nurse regarding disconnecting and reconnecting the solution bags while the hp was connected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she disconnected the bags because she was running short of solution and then reconnected a new bag. The hp stated she was advised to avoid doing this in the future and did notify her nurse of this event. Per the hp she was doing well on therapy. There was no patient injury or medical intervention reported

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2267 alarm was confirmed. The root cause was a use error. The lot number was not available; therefore the batch review was not performed. A labeling review was performed and found to be acceptable.